Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of over infusion events were not determined. The reported issue that there were over infusion events could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported there were multiple patients that had rapid infusion that were not anticipated on critical care medications. It was noted that in the end, the patients were okay. There was patient involvement and no patient harm.